Event description:
Emergency intervention performed on circumflex with des. The next day intervention performed on lad with des. Twenty-four days later found to be occluded. Angiojet and ptca performed. Post procedure pt suffered complication causing a retroperitoneal bleed. Pronounced dead at 7:25 pm.